Manufacturer narrative:
The dentist refused to provide information about the patient's weight, ethnicity and race.

Event description:
On march 18, 2026, nakanishi became aware of handpiece overheating through a complaint input into the complaint database by a distributor (nsk america). Details are as follows: the event occurred on (B)(6) 2026. The dentist was performing a crown preparation procedure on a patient using the z95l handpiece (serial no. (B)(6)). During the procedure, the dental handpiece being used overheated, and the patient received a thermal burn injury to their lower left lip. The dentist prescribed the use of vitamin e oil to treat the affected burn area at the time of the incident. The patient is expected to have healed normally from the injury without need for additional medical treatment.